Event description:
Patient reported the infusion sets have leaked insulin intermittently since he began infusion device therapy in 2005. His blood glucose was 187 mg/dl on (B)(6) 2013 at 4:00 p.m., and he detected the self-adhesive was wet. He changed the infusion set and delivered insulin via the infusion device, and his blood glucose was then "ok." His blood glucose was 87 mg/dl on (B)(6) 2013 at 8:00 a.m. And 223 mg/dl at 4:00 p.m., and he again detected the self-adhesive was wet. He changed the infusion set and delivered 3.0 i.u. Via the infusion device, and his blood glucose was 167 mg/dl at 6:30 p.m. He changes the infusion needle every 1.5 days and the tube every 7 days. The infusion set was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leak at the headset cannot be verified. The headsets meet the product specifications. The returned used and unused headsets were visually inspected and tested for flow and tightness. Additionally a connector click test was done. All test results were within specifications.